Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use with 20 bd vacutainer® barricor¿ lh plasma blood collection tubes clotting occurred. Patient information was not obtained nor patient impact. The following information was provided by the initial reporter, translated from dutch to english: in approximately 20 tubes, after centrifugation, post-clotting was seen.

Event description:
It was reported that after use with 20 bd vacutainer® barricor¿ lh plasma blood collection tubes clotting occurred and the tubes were missing the additive. Patient information was not obtained nor patient impact. The following information was provided by the initial reporter, translated from dutch to english: in approximately 20 tubes, after centrifugation, post-clotting was seen.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to clotting and missing additive, as all samples met specifications. 10 retained samples were analyzed for the heparin content, all were found to be within specification. Complaints for sample quality are under statistical control for the month of march, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode clotting and missing additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields have been updated with additional information: b5: describe event or problem: it was reported that after use with 20 bd vacutainer® barricor¿ lh plasma blood collection tubes clotting occurred and the tubes were missing the additive. Patient information was not obtained nor patient impact. The following information was provided by the initial reporter, translated from dutch to english: in approximately 20 tubes, after centrifugation, post-clotting was seen. H6: additional idmrf annex a code: a0302.

Event description:
It was reported that after use with 20 bd vacutainer® barricor¿ lh plasma blood collection tubes clotting occurred and the tubes were missing the additive. Patient information was not obtained nor patient impact. The following information was provided by the initial reporter, translated from dutch to english: in approximately 20 tubes, after centrifugation, post-clotting was seen.